Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture with pfna. During the surgery, the surgeon could not insert the end cap in question into the nail. He used two drivers in instrument set and removed soft tissue around the nail, but he could not insert the cap. The surgery was finished without inserting the end cap. The surgery was delayed by less than 30 minutes. No further information is available. Concomitant devices reported: unknown pfna nail (part# unknown, lot# unknown, quantity 1) unknown screwdrivers (part# unknown, lot# unknown, quantity 2) unknown pfna helical blade (part# unknown, lot# unknown, quantity 1). This report is for one (1) pfna-ii end cap extens. 0 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- the visual inspection has shown that the threaded part section is strongly damaged, and the first thread flank shows a chip. Additionally, the edges of the inner hex are also strongly damaged. A functional check could not be performed as relevant features are deformed through post manufacturing damage. The received condition of the end cap is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in march 2019 according to the specification. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately, we are not able to determine the exact cause which has let to this occurrence. As the threaded parts section is strongly damaged, we have to assume that to much force was applied onto the end cap during insertion. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 473.170s. Lot: 3l58595. Manufacturing site: bettlach. Release to warehouse date: (B)(6) 2019. Expiry date: 01.march 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.